Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm). System tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis confirmed and replicated the reported complaint. The unit tested on an in house system and passed normal mode. System logged errors 1162 and 31086. During inspection, traces of fluid intrusion found on cannula ffc and evidence short circuit found on cannula ffc (acsc connector side). No traces of fluid intrusion seen on acs area. Cannula sensor gap and cam block were fine. The unit then went through tested on a pftp and it passed all required tests. Cannula ffc and acsc pca will be replaced as a fix to the reported problem. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse) and investigation revealed fault 1162 on usm 3 that may be related to the issue. Fault 1162 means - ac magnetic cannula sensor fault reported by the acs board in usm3 ¿ cannula sensor read timeout, hardware not responding ¿ look for other errors. Logs were also reviewed by regulatory post market surveillance agent and it shows the site stopped using the arm 3 at one point in the procedure. Additional log reviews confirmed that system (B)(4) was used on (B)(6) "20222" for a cholecystectomy procedure. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted cholecystectomy surgical procedure, it was reported that universal surgical manipulator (usm) 3 was experiencing 1162 faults. The site was not able to recover the fault, but was able to complete the procedure. The isi fse was dispatched to the customer site and replaced the usm 3 even though the customer was able to complete the procedure with all 4 arms (per follow-up information). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical territory associate (cta) called an isi technical support engineer (tse) to report that the customer had been experiencing 1162 faults on universal surgical manipulator (usm) 3. Cta stated that they tried power cycling and performing and emergency power off (epo) of the patient side cart (psc), but the issue remained. Tse clarified and asked if cta had cycled the psc breaker and did the epo and cta stated that they only performed an epo. Tse had customer epo and cycle the breaker, but fault remained. Tse informed cta that they could continue using the system with usm1, usm2, and usm4, but table motion would not be available. The procedure was completed with no reported injury. Isi followed up with the cta and obtained the following information: the procedure was completed with all 4 arms.